Event description:
See manufacturer report 2182207200703951. Journal reference: anand, et al., "gastric electrical stimulation is safe and effective: a long-term study in patients with drug-refractory gastroparesis in three regional centers." Digestion. 2007; 75 p. 83-89. The article describes the results of a study involving a cohort of patients being treated for drug-refractory gastroparesis using an implantable stimulator. Reportable event(s): some patients (implantable stimulators n=4) experienced unspecified technical problems requiring device explant. Additional treatment and outcome information was not provided.

Manufacturer narrative:
Journal reference: anand, et al., "gastric electrical stimulation is safe and effective: a long-term study in patients with drug-refractory gastroparesis in three regional centers". Digestion. 2007; 75p. 83-89.